Manufacturer narrative:
Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the rear of the insulin pump by the reservoir compartment broke. No further details were provided. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.